Event description:
The recipient is reportedly experiencing open electrodes. The recipient ceased device use. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed top cover silicone damage, and slices at the fantail and electrode ground ring. In addition, the electrode was damaged along the lead and severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the fantail and electrode ground ring. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.